Event description:
Nurse reported to sales rep that they had problems with a distal spacer, the magnet won't stick, it is lost. No adverse consequences reported.

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.